Event description:
It was reported that a motor rate error was displayed. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found both tamper seals broken/removed on the bottom case. There was a crack on battery door, otherwise no appearance of any physical damaged was found on pump. The pump event history log showed a motor rate error message during occlusion test. The technician found a combination of main board, motor assembly, worm gear, lead screw and clutch halves were found old, dirty and worn out. The root cause was normal wear. The technician replaced main board, motor assembly (stepper motor included), worm gear, lead screw and clutch halves. Performed occlusion test which passed. Performed all functional/delivery tests which passed.